Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump squirted out insulin and alarmed during the manual prime. The blood glucose reading was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime excessive no delivery test due to compromised force sensor system alarm. The insulin pump passed self-test, unexpected restart test and operating currents measurement was normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.